Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced exposed vaginal tape that was tender. An excision of the vaginal tape and cystoscopy were performed.